Manufacturer narrative:
The carefusion failure analysis technician evaluated the main pcb and visually inspected part. Noticed no barometric press. Events log recorded multiple transducer faults. Exhl diff transducer test failed with a/d: 1330. Exhl diff press calibration failed at 0 cmh2o with a/d: 1333. This issue is being addressed in an internal correction.

Manufacturer narrative:
(B)(4). The carefusion field service technician evaluated the ventilator and found correction for exhalation flow transducer too high. Replaced main board. System checks ok.

Event description:
The customer reported that the ventilator displayed transducer fault during setup. No patient involvement.